Event description:
Perioperative complications were observed in 7.1% of the patients. One patient died during a tle operation and the other three patients died in-hospital (cardiac death in one patient and non-cardiac two patients). The journal article states that multiple methods were used including devices manufactured by another manufacturer (glidelight, philips were used for 67.5% of the extractions): "multiple methods of lead extraction were used in many cases: laser sheaths (glidelight, philips) were used for 67.5% of leads, rotational mechanical sheaths (evolution rl, cook medical) for 26.2% of leads, and mechanical sheaths (cook medical) for 16.6% of leads. Also, snaring techniques were used for 15.2% of the leads." The article does not identify which device or devices caused or may have contributed to the patient deaths or the procedure complications listed in table 1 section f.

Manufacturer narrative:
Product code: dre. PMA/510k: k141148. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Manufacturer narrative:
D2b - product code: dre. G4 - PMA/510k: k141148. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. The device was not returned for the complaint, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed. The complaint/event entered within trackwise: "cardiac death / tle operation death / non-cardiac deaths." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown.

Event description:
Perioperative complications were observed in 7.1% of the patients. One patient died during a tle operation and the other three patients died in-hospital (cardiac death in one patient and non-cardiac two patients) the journal article states that multiple methods were used including devices manufactured by another manufacturer (glidelight, philips were used for 67.5% of the extractions): "multiple methods of lead extraction were used in many cases: laser sheaths (glidelight, philips) were used for 67.5% of leads, rotational mechanical sheaths (evolution rl, cook medical) for 26.2% of leads, and mechanical sheaths (cook medical) for 16.6% of leads. Also, snaring techniques were used for 15.2% of the leads." The article does not identify which device or devices caused or may have contributed to the patient deaths or the procedure complications listed in table 1 section f.